Event description:
It was reported that label error and mixed product were found before use with bd precisionglide¿ needles. The following information was provided by the initial reporter, "customer placed an order for 30gauge x 0.5" needle but received a box mixed with 1 inch needles. The box and packaging indicate 0.5", but the actual product is 1". Customer is looking for one box replacement, but is not sure if there are additional lots affected. Clarification: the box and individual needles within the box all are labeled 30g and 0.5 inch. Some needles were 0.5inch and some are 1.0inch. However regardless of the actual length all were labeled as half inch."

Manufacturer narrative:
H.6. Investigation: 3 photos were provided. Two show the shelf box and one the packaging blister top web. The previous batch was verified confirming it was for the same product 305106- 30 x ½¿. Both have the same plastic hub color and plastic shield type. In this case it is likely that one bag with the 305128 (30x1¿) was mixed in the gaylord of the 305106 (30x ½¿). It was not detected at the multivac packaging process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error and mixed product were found before use with bd precisionglide¿ needles. The following information was provided by the initial reporter, "customer placed an order for 30gauge x 0.5" needle but received a box mixed with 1 inch needles. The box and packaging indicate 0.5", but the actual product is 1". Customer is looking for one box replacement, but is not sure if there are additional lots affected. Clarification: the box and individual needles within the box all are labeled 30g and 0.5 inch. Some needles were 0.5inch and some are 1.0inch. However regardless of the actual length all were labeled as half inch."